Event description:
The customer reported multiple failures on this unit.

Manufacturer narrative:
The customer reported multiple failures on this unit. The unit was evaluated by philips, and it was found that the unit failed to recognize the battery when the battery in the "a" well. Philips replaced the battery pca, and this resolved the issues.